Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (bsc) crm received information that this patient presented to the emergency room with syncope. Testing confirmed there is no ventricular capture. The patient has automatic capture (ac) and everything was good up until about three weeks ago when the patient's thresholds jumped up 2v and today is unable to capture at max pacing outputs. Impedance, isometrics and pocket manipulations were all fine. Technical services suspects the syncope and loss of capture is due to a patient issue or electrolytes/medications.